Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. A log file was submitted for review and data relevant to the reported event was observed on 15jul2025. The log file captured low voltage hazard and no external power alarms on (B)(6) 2025 from 09:48:50 to 09:49:17 due to a loss of external power while connected to the mpu. The alarm resolved once external power to the mpu was restored. The system controller backup battery supported the system during the loss of external power without any issues. No other notable alarms were observed. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Additional information provided communicated that the mpu has a v-lock connector on the ac power cord. It was also stated that the patient does not recall what caused the no external power alarm to activate. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate mpu, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 17sep2023. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. Heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
It is unknown which device the patient was implanted with at the time of the event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that there was 2 random ¿replace backup battery¿ alarms noted in the patient's event log file. The patient reported to had experienced no external power alarms due to power outage, but there was one sequence with multiple low voltage hazards and no external power alarms on (B)(6) 2025 that the patient could not recall. Log files were submitted for review. A no external power event was recorded on (B)(6) 2025 at 9:48:50 while the patient was connected to mobile power unit (mpu) power. The emergency backup battery was used to support the system during these events and motor function was not affected by this event. A second no external power event was recorded on (B)(6) 2025 20:02:02. This event appeared to be accidental as the data indicated that the power leads were removed from mpu power source one at a time. The power leads were then reconnected to mpu power and the alarm condition was resolved. The emergency backup battery was used to support the system during these events as well and motor function was not affected by this event. The backup battery fault events observed occurred during these no external power events. The log file data indicated that the emergency backup battery count has reached its max value of 255 uses. The patient reported that there was a power outage on (B)(6) 2025, but that actually appeared to be patient induced with their accidentally double disconnecting from power. The patient did not remember the first event on 15jul2025. It was also noted that the mpu had a v-lock connector on the ac power cord.